Event description:
It was reported by service report that the led on the handles were intermittent and there were sharp edges exposed on the broken head end plastic cover. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval: handle welment; loadcell mount.